Event description:
The pt. Had a history of angina & myocardial infarction in april 2002. Pt presented with left main involvement & "tight" left anterior descending (lad) lesions & was taken for urgent revascularization. The aorta appeared "soft" & "thin-walled" & the vessels "small" & "diffusely diseased". Two connectors were deployed without difficulty: 1 to the right coronary artery & 1 to the obtuse marginal. The left internal mammary artery was anastomosed to the lad with suture. Once off bypass, blood pressure decreased & an intra-aortic balloon pump was placed. A 2nd bypass was attempted; however, with reintroduction of aortic & venous cannulas, a "large" tear was noted in the ascending aorta near the cannulation site & through 1 of the proximal left anastomoses. The connectors were removed & noted to be "intact overall". The aorta was repaired & the same grafts were anastomosed with suture. The pt. Could not be separated from bypass & ECMO & intra-aortic balloon support were instituted. The pt. Expired in the ICU in 2002.